Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 8 months after implant placement. The bone quality was type iii. The oral hygiene around implant site was good. No finding was found during the removal surgery and movement during impression. Bone augmentation material was used in implant placement surgery. The patient has since recovered.

Manufacturer narrative:
(B)(4).